Manufacturer narrative:
(B)(4).

Event description:
It was reported that at post implant check no sensing or capture was observed. The CT scan showed that the right ventricular lead had perforated the patient. The lead was extracted and replaced successfully. The patient was fine prior to and during procedure. The patient was released in good condition.